Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. All compliance testing and image quality testing required for preventative maintenance (pm) was performed. Charger board 1 and 2 were found to be out of specification. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while performing scheduled preventative maintenance (pm), charger boards 1 and 2 output was found to be above normal. This was discovered during a pm and outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
The site's imaging system was returned on 10/03/2016, a planned maintenance (pm) was initiated on (B)(6) 2016 and completed on (B)(6) 2016. Since there was limited documentation from the previous pm, hardware replacements of motion batteries (8), x-ray batteries (30), ias front casters (2), and both inverter charger boards were completed. The imaging system was then found to be fully functional.